Event description:
A nurse from the user facility reports a capsular bag tear occured after the intraocular lens unfolded in the bag. The lens was cut and removed and a multi-piece lens model was used.